Event description:
Pt revised to address pain, found patella fractured at pegs and polyethylene wear on insert. Pt had a fall approx. One yr prior.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported fractured device. Provided info indicated the pt experienced trauma (fall), which could have been a possible contributing factor. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prods and/or add'l info be rec'd, the investigation will be re-opened.